Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged bolus deliveries were identified in the pump logs; however, no failure was identified. Additionally, the alleged history issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the customer that after requesting a bolus, the pump did not show any indications that the bolus had been fully delivered and did not register in the bolus history. Reportedly, the pump displayed the bolus initiation screen; however, the customer believes the pump did not deliver the bolus. Additionally, the customer stated blood glucose (bg) level went up by a few points from his most recent bolus, which indicated to the customer that the bolus did not deliver. Review of the pump data logs with the customer showed that the pump was functioning as intended and all requested boluses had been delivered; however, the customer maintained that the pump bolus history was incorrect. Additionally, the data logs showed that on (B)(6) 2017 at 7:58 a.m., the user entered a value of 151 (mg/dl) into the bolus screen, and did not complete the insulin delivery request. There was no reported impact to the customer's blood glucose level.